Event description:
It was reported by the repair technician that the device does not stop running. It is unk if there was pt involvement or adverse consequences due to the event.

Manufacturer narrative:
The device was returned to the MFR for investigation. The complaint was verified. The trigger assembly, slide switch and spring on the index button were replaced. The device was repaired and returned to the account.